Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of above 500 mg/dl with diabetic ketoacidosis; cause was not known. Customer administered a manual insulin injection to address elevated blood glucose. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. It was also reported that the pump's usb port was damaged resulting in difficulties charging the pump. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged usb port and battery issues were verified while the alleged high bg issue was verified in the pump logs; however, no failure was identified.